Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 3/cart 42/box, lot# 73e1900394. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2020 the clip could not be closed during usage on the patient. After being aware of this event our sales from (B)(4) visited the equipment department, the general surgery surgeon and the head nurse of the operating room in the hospital, it was known that the doctor did not use the teleflex applier, while the domestic applier was used. It is suspected that the applier caused the event. The issue has been reported to the equipment department, the general surgery surgeon and the operating room chief nurse.